Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration, no coils seen, after insertion, well maybe one coil"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune reaction") in a 33-year-old female patient (gravida 1) who had essure (batch no. B34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum hemorrhage, ovarian cyst and nulli gravida. Does not smoke or drink. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection: urinary tract"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, urinary tract infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, fatigue, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion positive ana (antinuclear antibody). Current weight 171 lbsc. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration, no coils seen, after insertion, well maybe one coil"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune reaction") in a 33-year-old female patient (gravida 1, para 0) who had essure (batch no. B34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum hemorrhage, ovarian cyst and nulli gravida. Does not smoke or drink. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In october 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). In october 2014, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection: urinary tract"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, urinary tract infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, fatigue, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on 1-jan-2014: total bilateral occlusion positive ana (antinuclear antibody). Current weight 171 lbsc . Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: psychological or psychiatric problems: depression and mental anguish events was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration, no coils seen, after insertion, well maybe one coil"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune reaction") in a 33-year-old female patient who had essure (batch no: b34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included postpartum hemorrhage, ovarian cyst and nulli gravida. Does not smoke or drink. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). Concomitant products included ibuprofen for arthritis, potassium chloride for hypokalemia, levothyroxine for hypothyroidism as well as amitriptyline since on (B)(6) 2016, ethinylestradiol;norelgestromin (ortho evra), paracetamol (acetaminophen) since 2013, phentermine hydrochloride (adipex-p) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection: urinary tract"). On (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with underwent treatment due to complications from essure. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, urinary tract infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, depression, anxiety, abdominal pain and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, autoimmune disorder, depression, device dislocation, dyspareunia, fatigue, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: results: total bilateral occlusion. Positive ana (antinuclear antibody). Current weight 171 lbsc . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received event " abdominal pain and joint pain" were added. Concomitant medication were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, no coils seen, after insertion, well maybe one coil') and abortion spontaneous ('miscarriage') in a 33-year-old female patient who had essure (batch no. B34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included postpartum hemorrhage, ovarian cyst and nulli gravida. Does not smoke or drink. Current weight: 200 lbs. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). Concomitant products included ibuprofen for arthritis, potassium chloride for hypokalemia, levothyroxine for hypothyroidism as well as amitriptyline since (B)(6) 2016, ethinylestradiol;norelgestromin (ortho evra), paracetamol (acetaminophen) since 2013, phentermine hydrochloride (adipex-p) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection: urinary tract"). On (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), urinary tract disorder ("bladder/ urinary problems") and bladder disorder ("bladder/ urinary problems ") and was found to have a pregnancy with contraceptive device ("miscarriage"). The patient was treated with antibiotics and surgery (underwent treatment due to complications from essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, urinary tract infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, depression, anxiety, abdominal pain, arthralgia, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, autoimmune disorder, bladder disorder, depression, device dislocation, dyspareunia, fatigue, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, bladder / urinary problems, fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Positive ana (antinuclear antibody). Current weight 171 lbsc. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received-removal was added.reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration, no coils seen, after insertion, well maybe one coil"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune reaction") in a 33-year-old female patient who had essure (batch no. B34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included postpartum hemorrhage and ovarian cyst. Does not smoke or drink. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infection: urinary tract"), menstrual disorder ("menstruation issues"), dyspareunia ("dyspareunia, painful sexual intercourse"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, autoimmune disorder, device dislocation, dyspareunia, fatigue, infection, menorrhagia, menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on 1-jan-2014: total bilateral occlusion positive ana (antinuclear antibody). Current weight 171 lbsc. Most recent follow-up information incorporated above includes: on 24-apr-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics, relevant history and concomitant disease added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), fatigue, weight gain and hair loss were added. Previously reported event infections updated to infection: urinary tract.lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, no coils seen, after insertion, well maybe one coil') and abortion spontaneous ('miscarriage') in a 33-year-old female patient who had essure (batch no. B34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included postpartum hemorrhage, ovarian cyst and nulli gravida. Does not smoke or drink. Current weight: 200 lbs. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). Concomitant products included ibuprofen for arthritis, potassium chloride for hypokalemia, levothyroxine for hypothyroidism as well as amitriptyline since (B)(6) 2016, ethinylestradiol;norelgestromin (ortho evra), paracetamol (acetaminophen) since 2013, phentermine hydrochloride (adipex-p) and tramadol. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2015, the patient experienced urinary tract infection ("infection: urinary tract"). On (B)(6)2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), urinary tract disorder ("bladder/ urinary problems") and bladder disorder ("bladder/ urinary problems ") and was found to have a pregnancy with contraceptive device ("miscarriage"). The patient was treated with antibiotics and surgery (underwent treatment due to complications from essure removed on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, urinary tract infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, depression, anxiety, abdominal pain, arthralgia, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, autoimmune disorder, bladder disorder, depression, device dislocation, dyspareunia, fatigue, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, bladder / urinary problems, fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Positive ana (antinuclear antibody). Current weight 171 lbsc. Lot number: b34594 manufacture date: 2013-05 expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration, no coils seen, after insertion, well maybe one coil'), pregnancy with contraceptive device ('miscarriage'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune reaction') in a 33-year-old female patient who had essure (batch no. B34594) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included postpartum hemorrhage, ovarian cyst and nulli gravida. Does not smoke or drink. Current weight: 200 lbs. Concurrent conditions included overweight, acute appendicitis, appendectomy, acute cystitis, mouth ulceration, tongue ulceration, abdominal distension, antinuclear antibody positive, hypokalemia and arthralgia (unspecified joint). Concomitant products included ibuprofen for arthritis, potassium chloride for hypokalemia, levothyroxine for hypothyroidism as well as amitriptyline since (B)(6) 2016, ethinylestradiol;norelgestromin (ortho evra), paracetamol (acetaminophen) since 2013, phentermine hydrochloride (adipex-p) and tramadol. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia, painful sexual intercourse"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection: urinary tract"). On (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), urinary tract disorder ("bladder/ urinary problems") and bladder disorder ("bladder/ urinary problems ") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with antibiotics and underwent treatment due to complications from essure. Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, urinary tract infection, menstrual disorder, dyspareunia, vaginal haemorrhage, menorrhagia, fatigue, weight increased, alopecia, depression, anxiety, abdominal pain, arthralgia, urinary tract disorder and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, arthralgia, autoimmune disorder, bladder disorder, depression, device dislocation, dyspareunia, fatigue, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient underwent treatment due to complications from the essure device. Patient received treatment for pain, bleeding, bladder / urinary problems, fatigue, weight gain, hair loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Positive ana (antinuclear antibody). Current weight 171 lbsc. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event "bladder/ urinary problems " was added. Reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("miscarriage"), abortion spontaneous ("miscarriage") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstruation issues") and dyspareunia ("dyspareunia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, infection, menstrual disorder and dyspareunia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, autoimmune disorder, device dislocation, dyspareunia, infection, menstrual disorder and pregnancy with contraceptive device to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.